Event description:
The customer stated, that the architect folate controls, run on the architect i2000sr analyzer are out of range before and after calibration. This required the customer to repeat the controls multiple times because they were out of range. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.